Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator. It was reported that the stimulator was no longer working. It was unknown by the reporter when this issue started. It was reported that the patient had a pressure ulcer on their bottom. No further complications were reported.